Manufacturer narrative:
(B)(4). Batch # t5cv02. The following information was requested, but unavailable: when was the issue found (in un-opened packaging, during removal from packaging, out of packaging prior to use, etc.)? Can you provide more details about how the device was ¿pre-fired¿? Was the cartridge missing staples? Was the swing tab in the locked position? Device evaluation summary: the analysis results found that a sr75 reload was received with the left gripping surface broken off. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the new cartridge was already pre-fired. There were no patient consequences reported.